Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify motor error alarm due to completely broken reservoir tube lip. Unit had broken battery tube threads, missing reservoir tube o-ring. Motor passed motor test.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 248 mg/dl. The customer was able to rewind the insulin pump. The reservoir was able to lock in place when inserted into insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.